Event description:
As reported, during a laparoscopic procedure, the surgeon used the optifix straight fixation device to fixate the 3dmax mesh. It was reported that the released fasteners deployed crooked. It was also reported that the released fasteners, did not fixate into the mesh. The loose fasteners were removed from the patient's body. The surgeon dry fired the device to check if the problem re-occurred but could not press the trigger the device failed. A non-bard/davol device was used to complete the procedure. As reported, the same issue occurred in 5 optifix straight devices during the same procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix straight fixation device released crooked fasteners and did not fixate the mesh. Based on the information provided, no conclusion can be made. To date, the sample has not been received for investigation. When the sample is received and evaluation is completed, a supplemental emdr will be submitted to document the results. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ this emdr was submitted to represent the bard/davol optifix straight fixation device (device #3). Additional emdrs were submitted to represent the bard/davol optifix straight fixation devices (device #1, device #2, device #4, device #5).